Event description:
Reference medwatch 1219856-2009-00078 for the first event in reference to the meeting the sale rep had with the customer. It was reported by the sales rep who was in the hospital in 2009, and "heard" the following: the second incident was again that the acat volume remained at 5cc. They disconnected the connector, reconnected and it did not resolve. They changed the helium tank, and then changed out the intra-aortic balloon pump (iabp) to a different one. The connector still registered at 5cc, so they elected to discontinue the iab and inserted a new one. They saved the original iab, but could not find it; it may have been thrown out. They mentioned that the patient was "very sick." "They did not have any other information." The sales rep will follow up with the customer.

Manufacturer narrative:
Sample will not be returned for evaluation.